Manufacturer narrative:
(B)(4). Follow up emdr for device evaluation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for reported lot 0001364737 was performed and no recorded quality problems or rejections related to this incident were found, all procedural and functional requirements for product release have been met. Based on the quality team's investigation, the root cause of this incident could not be determined although a corrective action project has been initiated to further investigate and address this issue. Increased inspections will be performed and additional training will be implemented with all personnel. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. H3 other text : see manufacturer narrative.

Event description:
Event description per attached email states: defective questions/inquiries: what was the issue? Confirm no harm. (B)(6) 2020 ; 2:31 pm cst : left voicemail. (B)(6) 2020; 10:52 am cst customer sent email. (B)(6) 2020: per patient's email: the pleurx bottle had a gash in the plastic insert that connects to my catheter. I called edgepark and another bottle was sent to me overnight. All is well. (B)(6) 2020 received this info from the customer via email: I received vincent's call inquiring about air infiltrating the catheter due to the gash in the connector piece of the pleurx bottle. The lot # is 0001364737. I gave that info to the edgepark representative when I called. I realized that something was defective immediately when I connected the line; there was a hissing noise and the fluid was leaking from the connection point. No harm was done and no air made its way to the catheter. Thank you for your follow up calls.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). No consequences or impact to patient.

Event description:
Event description per attached email states: defective. Questions/inquiries: what was the issue? Confirm no harm. (B)(4).